Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the part of the handpiece connector broken off or stuck could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the broken handpiece could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the lithotripsy exhibited part of the handpiece connector broken off or stuck. The issue occurred during a therapeutic percutaneous nephrolithotomy. The procedure was delayed for less than thirty minutes and completed with a back-up olympus device. There were no reports of patient harm.